Event description:
Information was received from a consumer regarding a patient receiving morphine and marcaine via an implantable pump. The indication for use was non-malignant pain. The patient¿s representative reported that the communicator was hard to charge. The caller stated they have used multiple cords and tried various connections. Per the caller, they had to position it a certain way for it to charge. If it moves a little bit, then it does not charge. The caller also mentioned that the communicator had not been charged overnight. The caller added that they had purchased multiple charging cables to try to fix the issue; some worked, while others did not and they had reached a point where the communicator did not work at all. The caller confirmed that there were no obstructions inside the communicator charging port and that they had cleaned the port. The caller also confirmed that when the charging cord is connected to the communicator, it is "wobbly" and that they had to apply a little pressure in a certain way for it to charge. If it moved a little bit, it stopped charging. The patient stated it had been ongoing for a couple of years, confirmed 2024. The issue was not resolved. A request was sent to the repair department to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 27-jan-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the communicator found "electrical failure". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.